Manufacturer narrative:
Batch review performed on 09 july 2018. Lot 160153: (B)(4) items manufactured and released on 09 may 2016. Expiration date: 2021-04-21 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 1 year and 9 months after primary. The surgeon believes the joint stretched over time. The surgeon revised the 10mm poly for a 13mm. The surgery was completed successfully.